Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an unknown "compression failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Please reference sections b5 and h6 (medical device problem code). Evaluation results: the customer's report was observed during review of the device data logs. However, the device was put through extensive testing including compressor stress testing and full functional testing without duplicating the report. An internal inspection found no discrepancies. The smart pneumatic module board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "compressor failure - 1001" and "compressor fault - 2001" messages. Complainant indicated that there was no patient involvement in the reported malfunction.